Manufacturer narrative:
Findings: pump unable to vibrate during self test due to broken vibrator black wire. Pump passed idle current test, run current test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had vibrating anomaly. The customer stated that the vibrate mode did not work. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.